Event description:
Dr. (B)(6) reported injecting a male patient with radiesse into cheeks area on (B)(6) 2011; he placed about 0.8 cc into the submalar region using linear retrograde technique. Dr. (B)(6) had seen the patient again on (B)(6) 2011, and the patient had inflamed right cheek and an open area that was oozing blood. The way the tissue was sloughing would suggest an occlusion to one of the facial artery tributaries. Dr. (B)(6) initiated biaxin, valtrex, nitropaste and hyperbaric oxygen; doses, frequencies and durations were not provided. On (B)(6) 2011, during medical consultation between dr. (B)(6) and dr. (B)(6), it was concluded that the patient has superficial necrosis. He was already being treating with nitropaste and antibiotics. Additional recommended treatment was instituting vinegar soaks and occlusive dressings to the area until re-epithelialized. Once the skin has re-epithelialized, additional treatment will be vbeam as necessary to prevent texture change/scar. On (B)(6) 2011, during patient recovery status follow-up, (B)(6), chief of operations at (B)(6) reported that an anaerobic bacteria culture test was performed in (B)(6) and results showed bacterial mixed flora, moderate grow. Dr. (B)(6) saw the patient on (B)(6) 2011, the right cheek had moderate erythema with a small hard plaque. The continued treatment consists of hyperbaric oxygen and oral trental and aspirin, dose, frequency and duration were unknown. On (B)(6) 2011, during patient recovery status follow-up, (B)(6) reported that patient's right cheek area continues to be red and the wound has not closed yet. The patient is currently being treated with hyperbaric oxygen.

Manufacturer narrative:
The device history records for lot 1027431 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.